Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 35-25mm amplatzer pfo occluder was selected for implant on 06 (B)(6) 2023 using 9f amplatzer talisman delivery sheath. During device preparation, it was noted that the right disc of the device took on a deformed shape. The operator attempted to reshape the device and chose to implant it. During implant the right disc maintained a spherical shape in the right atrium. The device was removed from the patient and replaced with a new 30-25mm amplatzer pfo occluder. There were no kinks noted in the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. The patient status was stable.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.